Event description:
The user facility reported that during a patient procedure their 3080sp surgical table began to move into trend orientation without being commanded to do so. User facility personnel unplugged the table and the movement stopped. The procedure was completed successfully without delay, and no injuries were reported.

Manufacturer narrative:
The 3080 sp surgical table subject of the reported event was installed at the user facility in january 1994 and is approximately 30 years old. The user facility stated that the table was removed from service following the reported event. A steris technician arrived onsite to inspect the table and found that the table was missing components. The technician replaced the override switch assembly, five switch boots and two c-clips in the floor lock assembly. Following the repairs, the technician tested the table and confirmed it was operating according to specification. The table was not returned to service per the user facility's request due to the age of the unit. No additional issues reported.